Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced issues pairing a dexcom g6 sensor with the ilet bionic pancreas, including use of an incorrect pairing code and attempts to pair with the wrong sensor type, which resulted in intermittent communication failure related to the electrical/magnetic communication component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose remained unaffected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed interoperability problems during pairing and intermittent communication failures associated with the electrical/magnetic interface. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.